Event description:
The patient's daughter reported that the patient becomes dizzy when too close to a microwave, and has to sit down. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 lead, implanted: (B)(6) 2012. (B)(4).